Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal 500 mcg/ml; 341.62 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was approximately (B)(6) 2017. It was reported the patient began hearing an audible pump alarm one month ago. The hcp had an 8840-clinician programmer. It was the first time the pump had been interrogated or updated since the alarms began. Per the event logs the low reservoir alarm date was (B)(6) 2017 and the empty reservoir alarm date was (B)(6)2017. On (B)(6) 2017 the reservoir was empty. On (B)(6) 2017 the pump stopped alarming. This was the first time the hcp had seen the patient for a pump refill. It was unclear ¿if patient experienced withdrawal issues". The patient did not have oral baclofen. The patient was in the hospital for what the hcp "thinks" is unrelated to the device or therapy but was unsure of that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via saol. On (B)(6) 2017, the pump was alarming because of an empty reservoir. The series of events are device-related and unrelated to lioresal. The reasons why the pump was not refilled are not clear. On (B)(6) 2017, it was learned that the patient would be seen by the managing physician on (B)(6) 2017 for a pump refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2017 (B)(4) (hcp) information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal 500 mcg/ml; 341.62 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was approximately (B)(6)2017. It was reported the patient began hearing an audible pump alarm one month ago. The hcp had an 8840-clinician programmer. It was the first time the pump had been interrogated or updated since the alarms began. Per the event logs the low reservoir alarm date was (B)(6)2017 and the empty reservoir alarm date was (B)(6)2017. On (B)(6)2017 the reservoir was empty. On (B)(6)2017 the pump stopped alarming. This was the first time the hcp had seen the patient for a pump refill. It was unclear if patient experienced withdrawal issues. The patient did not have oral baclofen. The patient was in the hospital for what the hcp thinks is unrelated to the device or therapy but was unsure of that. No further complications were reported. 2017-09-14 bp (saol hcp) information was received from a healthcare professional (hcp) via saol. On (B)(6)2017, the pump was alarming because of an empty reservoir. The series of events are device-related and unrelated to lioresal. The reasons why the pump was not refilled are not clear. On (B)(6)2017, it was learned that the patient would be seen by the managing physician on (B)(6)2017 for a pump refill. (B)(6)2017 bp (saol hcp) information was received from a healthcare professional (hcp) via saol. On (B)(6)2017, it was learned the patient was a (B)(6) white female. Baclofen (route not specified) was included as a co-suspect medication. Medical history included a CT (computed tomography) scan performed on (B)(6)2015 that showed no evidence of a right femoral neck fracture, an abnormal left hip with widened joint space and rotated superiorly, intractable spasticity further characterized as severe lower extremity spasticity (more significant on the left), disabled (lives alone with an aide who comes monday to thursday 12 to 4:30), wheelchair bound (since 2015), adhd (attention deficit and hyperactivity disorder), chronic pain in low back and legs that is always a 10 out of 10 (gabapentin, lyrica (pregabalin), oral baclofen and dilaudid (hydromorphone) did not help with her pain), miscarriage, spontaneous vaginal delivery, ankle sprain, chronic low back pain with bilateral sciatica, unspecified back pain laterally, (B)(6), labial erosion, labial tear, labial swelling, partial vulvectomy ((B)(6)2016), neurogenic bladder with a suprapubic catheter, yeast dermatitis, bacterial vaginosis, dysuria, urinary tract infection/bacteriuria secondary to an indwelling catheter, neurogenic bowel, chronic constipation, vitamin d deficiency, allergies to aleve (naproxen), adult low strength aspirin (acetylsalicylic acid), codeine derivatives and nsaids (nonsteroidal anti-inflammatory drug), and an old right femoral neck fracture that the patient did not want any surgery for, very limited mobility and weight bearing as tolerated in the right lower extremity. Concomitant products included mirena (levonorgestrel) intra-uterinely (since (B)(6)2016 to present) and oxybutynin chloride ER taken orally (since (B)(6)2016 to present). On an unspecified date in (B)(6)2017, the patient started treatment with lioresal 500 ¿g/ml, intrathecally, at an unknown dose via the synchromed ii pump. The pump was interrogated frequently and the dose was increased by apparently 20% each time. The most recent pump interrogation was on (B)(6)2017, at which point the patient received a bolus and dosing was increased to 341.62 ¿g/day. On an unspecified date, the patient started treatment with baclofen at an unknown dose, route and frequency for an unspecified indication. On an unspecified date, after using baclofen (route not specified), the patient was nauseous. On an unspecified date in 2017, the intrathecal baclofen helped with her spasticity in terms of being able to fully straighten out her legs, but had not helped with her pain much: it actually caused more pain her legs, making them feel like a dishrag that is being wringed out. Initially the patient was going down town every week, but she was not sure what was being done to her pump. She tried to get set-up with a local neurologist but was never called back and on an unspecified date in (B)(6)2017, the patient missed a follow-up appointment and the pump ran dry. The patient denied experiencing any symptoms of withdrawal. On(B)(6)2017, the patient was admitted to the hospital for a small bowel obstruction with symptoms of intractable vomiting and dehydration. On (B)(6)2017, a CT (computed tomography) scan of the abdomen and pelvis without contrast was performed due to right flank pain. The CT scan showed multiple dilated loops of small bowel measuring 3 cm or greater in diameter. Many of the bowel loops were fluid filled and there was a transition point in the distal ileum. Enlarged heart and multifocal bibasilar linear atelectasis or scarring was noted in the lower chest. Trace ascites was observed boxes in the upper abdomen, cholelithiasis noted in the gallbladder and an age indeterminate fracture involving the right femoral neck was noted. The reader's impression was a distal small bowel obstruction, likely related to adhesions and an age indeterminate fracture of the right femoral neck, a new finding since (B)(6)2015. Per the medical records, the patient had no history of abdominal surgery so the possibility of the partial small bowel obstruction being due to adhesions was very low. Her symptoms were likely caused by gastroenteritis in addition to ileus and chronic constipation/neurogenic bowel dysfunction. On (B)(6)2017, an x-ray of the hip and pelvis showed a chronic appearing displaced right subcapital femoral neck fracture and an abnormal left hip with widened joint space and rotated superiorly, which may be related to contracture but was recommended to correlate clinically to exclude acute left hip dislocation. The patient was treated with unspecified intravenous fluids, an ng (nasogastric) tube was placed on (B)(6)2017 (placement in the stomach confirmed via x-ray on (B)(6)2017) and the patient's constipation was addressed aggressively. Per infectious disease no antibiotics were needed for the bacteriuria that was secondary to the patient's indwelling catheter. The patient who had very limited mobility did not want any surgery for the old right femoral neck fracture. She was weight bearing as tolerated in the right lower extremity. The patient who had a history of adhd did not receive any treatment for this condition while she was in the hospital and she was fine. She also did not receive benzodiazepines and was quiet and comfortable. The physician did not recommend restarting these medications. On (B)(6)2017, a complete blood count was within normal limits. The patient's dehydration resolved with IV (intravenous) fluids, and the partial small bowel obstruction resolved on an unspecified date before the patient left the hospital. On (B)(6)2017, the patient was discharged from the hospital with a referral to her managing physician for the baclofen pump and mire na (levonorgestrel) 52 mg intrauterine device and oxybutynin ER 10 mg tablets every 12 hours taken orally. On an unspecified date, the patient had been seen by surgery, who had advised to continue with conservative management until the possible "spl" (not further clarified) resolves. On (B)(6)2017, the patient saw her managing physician for a pump refill. The pump alarm started going off about one month ago (relative to (B)(6)2017) and she heard various alarms during that time. The patient's baseline spasticity returned about 1 month ago (relative to (B)(6)-2017). The alarms stopped on (B)(6)-2017. During a physical exam, performed on (B)(6)2017, it was noted that the patient was frustrated but denied any overt suicidal ideation. On (B)(6)2017, the pump was interrogated, refilled in a sterile fashion without incident and the procedure was well tolerated. The dose was decreased from 341.62 ¿g/day to 50.03 ¿g/day. A follow-up appointment was scheduled in one week. The next refill date was on (B)(6)2018. No additional information was provided. Company comment: a (B)(6) female, with multiple sclerosis and urinary tract infections secondary to an indwelling catheter, was being treated with intrathecal lioresal. In (B)(6)2017, she was hospitalized with small bowel obstruction, likely related to ileus and chronic constipation/neurogenic bowel dysfunction. She was treated conservatively and the event resolved. She experienced return of spasticity in (B)(6)2017, coincident with pump alarms, which stopped in (B)(6)2017.